Event description:
Additional information was requested and received.

Manufacturer narrative:
Information was provided that a qualified cartridge was used. A non-qualified handpiece and non-qualified viscoelastic were indicated. The root cause may be related to a failure to follow the IFU. Information was provided that a non-qualified handpiece and non-qualified viscoelastic were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the implantation of an intraocular lens (iol), during the visual inspection found a crack on crystal. There was no harm with the patient. Additional information was requested.